Event description:
It was reported that the remote monitoring network summary report for the implantable cardiac monitor (icm) indicated 25 hours of atrial fibrillation (af) while the full report indicated greater than 99 hours. The physician was concerned about the discrepancy between the reports. It was determined that the discrepancy is due to an issue in the summary report. The remote monitoring network remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.